Event description:
This unsolicited case from united states was received on 25-aug-2017 from the patient's wife. This case concerns a male patient (age unspecified) who received treatment with synvisc one injection and after an unknown latency patient can't walk, can't stand up, knee was swollen and fluid from the knee could be drained. No relevant medical history, concomitant medications and concurrent condition were reported. Patient had received synvisc-one injections in the past. On (B)(6) 2017 (monday), the patient initiated treatment with intra-articular synvisc one injection once (indication, dose, lot number and expiration date: not reported) in his right knee. On an unknown date in (B)(6) 2017, after unknown latency, patient's wife stated that her husband knee was swollen, he cannot stand up and walk. It was stated that patient's wife has already called the hcp (health care professional) and was told that the fluid from the knee could be drained, but that was "painful". It was stated that this goes beyond "mild". It was stated that a fellow gave the injection this time, not the hcp and was concerned about this and referred to hcp. Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event for can't walk additional information was received on 01-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 01-sep-2017:the additional follow up information received dose not alter the previous case assessment. This case concerns a male patient who received synvisc one injection and was later could not walk. Based upon information available, a causal role of suspect product cannot be denied for occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 25-aug-2017 from the patient's wife this case concerns a male patient (age unspecified) who received treatment with synvisc one injection and after an unknown latency patient can't walk, can't stand up, knee was swollen and fluid from the knee could be drained no relevant medical history, concomitant medications and concurrent condition were reported. Patient had received synvisc-one injections in the past on (B)(6) 2017 (monday), the patient initiated treatment with intra-articular synvisc one injection once (indication, dose, lot number and expiration date: not reported) in his right knee. On an unknown date in (B)(6) 2017, after unknown latency, patient's wife stated that her husband knee was swollen, he cannot stand up and walk. It was stated that patient's wife has already called the hcp (health care professional) and was told that the fluid from the knee could be drained, but that was "painful". It was stated that this goes beyond "mild". It was stated that a fellow gave the injection this time, not the hcp and was concerned about this and referred to hcp. Corrective treatment: not reported for all events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event for can't walk pharmacovigilance comment: sanofi company comment dated 31-aug-2017: this case concerns a male patient who received synvisc one injection and was later could not walk. Based upon information available, a causal role of suspect product cannot be denied for occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.